Event description:
Account is alleging that the mattress on this bed is worn and fluid has penetrated through the cover. No injury from this alleged issue.

Manufacturer narrative:
Technician has been paged to repair the bed. No further info on the repair of this bed at this time.